Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The present insertion handle was analyzed for conformance to print specifications, as well as research of the DHR. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. We suppose that too much mechanical force has led to this deformation of the tip. Based on these findings we conclude that the cause of the failure is not due to any manufacturing non-conformances. Unfortunately, the exact cause which led to the breakage could not be determined. This instrument still belongs to the previous version; however our product development center has released an improved design for this device to prevent this issue to reoccurring.

Event description:
Insertion handle snapped off at the level of the aiming arm connection screw during insertion of the nail. No misuse by the clinical staff was observed. This is 1 of 1 report for event #(B)(4).